Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported foreign matter adhering to the curved rubber the foreign material was determined to be a cyanoacrylate, which is generally used for glue. In addition, since the cyanoacrylate found is different from that which was used for endoscopes and was not derived from the endoscope, however, the investigation could not determine when and how the foreign material adhered; the root cause of the issue could not be determined. In addition, the following non-reportable malfunctions were found during the device evaluation: ·forceps channel air leak. ·insufficient angle. ·peeling off of objective lens adhesive. ·a rubber adhesive part chipped. ·a rubber adhesive part cloudy. ·ig coil seat flex. ·connector contact corrosion. ·ig corrugated oredomekizu. ·lg corrugated tube connector side oredomekizu. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the evis lucera gastrointestinal videoscope had foreign material adhere to the bending section that could not be removed after reprocessing. The customer did not know when the foreign material adhered to the scope and they wanted to know if it was due to deterioration of the rubber. The customer noted there was no delay to starting precleaning, the insertion section was wiped/brushed during reprocessing and preliminary bedside cleaning was done using endofresh and hls with an oer-5/6 automatic endoscope reprocessor. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
This event is under investigation. A supplemental report will be submitted upon receiving additional information.